Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l2 and during the surgery, the inflatable balloon tamp (ibt) ruptured. According to the report, the procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
(B)(4): product analysis: visual review confirms rupture. Functional analysis not possible due to a large hole on the ibt balloon. The rupture is oriented longitudinally along almost the entire length of the balloon, and is consistent with contact with bone splinters during surgery.